Manufacturer narrative:
According to the facility, "the blue rubber drainage port connected tom the drain bag develops crack/tear when they clamp and unclamp it to drain the urine from the bag. A new catheter was inserted. There was no patient harm". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "the blue rubber drainage port connected to the drain bag develops crack/tear when they clamp and unclamp it to drain the urine from the bag. A new catheter was inserted."